Manufacturer narrative:
The aware date for the rr is different than the notify date of the file due to reportable information coming in on a later date. Please note in h11 that on the initial rr, g2 should be 2024-12-05. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the recharger is unresponsive and the battery indicator lights are flashing rapidly. Caller stated they never keep the charger on the dock between uses. They charge it for about an hour before using it. An email was sent to the repair department. Recommended keeping the wr charged and on dock when not in use in future to prevent this issue from reoccurring.

Manufacturer narrative:
Continuation of d10: product ID wr9220 lot# serial# (B)(6): analysis found patient complaint confirmed. Led's scroll continuously device is unresponsive. Flash sector read/write protection bits have become set. (B)(6) was opened to address similar issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.